Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used during an endovascular procedure in order to place endoanchors in an existing valiant captivia graft.  It was reported during the index procedure one endoanchor did not penetrate the aortic wall and became loose in the descending aorta. The physician places another graft over it to hold it in place and the issue was resolved.  As per the physician the cause of the inaccurate delivery was as a result of the patients anatomy.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed that the endoanchors were implanted to treat a type ia endoleak in an existing valiant stent graft implanted during the month previously . Per the physician the cause of type ia endoleak is undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported inaccurate delivery of the endoanchor could not be confirmed on the limited films provided. Procedural angiograms showing the deployment of the endoanchor was not available for assessment of the event. It was not possible to identify the endoanchor due to the limited views provided and presence of calcification in the thoracic aorta. It is possible that anatomical factors such as calcification may have contributed to the event, but this could not be confirmed. B5; additional information received : it was reported a type ia endoleak was seen on CT 18 months post the endoanchor implant. Per the physician the cause of the type ia endoleak could not be determined. It was noted the vamf4646c100tu and the 46x46x150 are implanted proximally while the 40x40x200 is implanted distally. It was confirmed the type ia endoleak is contained in the proximal stent graft vamf4646c150tu. About three weeks after the CT , two valiant captivia stent grafts vamf3434c200tu/ v31190616; vamc4040c150tu/ v31238854 were implanted to treat the type ia endoleak. On the final angiogram no endoleaks were observed. Two days later, an unknown endoleak was seen on scan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was reported that a type iiib endoleak was noted on follow up CT taken approximately 3 years post-index procedure in stent graft vamf4040c200tu, sn (B)(6). Future treatment is planned. The physician is unsure of the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.